Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rezd0058 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, for evaluation.

Event description:
It was reported that the facility said to have determined that a PICC guide allegedly separated during a procedure on (B)(6) 2015 and it was stated this resulted in a retained foreign body. Facility contact reports that the guidewire supposedly has not been removed due to the patient's overall condition.